Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer using maxi move passive lift device it seems that one of the grey clip of the sling came undone. The resident fell on the floor hitting the head and hip. No more information was received related to the resident outcome. MFR - 9611530-2014-00052.